Event description:
It was reported that the patient presented remotely via merlin.net for a post-discharge check. Review of the transmission noted that the pacemaker, right atrial (ra) lead and right ventricular (rv) lead exhibited high out-of-range pacing impedances. No changes or interventions were reported. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.